Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family was reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. Customer advised to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone due to corrosion on electronic assembly. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unable to determine critical pump error due to display anomaly.